Event description:
It was reported that during a lobectomy procedure, the stapler misfired. No additional information was provided. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information received: upon receipt and review of additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event; MDR decision has been re-run and revised to not reportable.